Manufacturer narrative:
Continuation of d10: product ID: 8780; lot# serial#: (B)(6); implanted: on (B)(6) 2021; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 13-may-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 1mg/ml at 0. 05mg/day via an implantable pump. The patient was seen in clinic by physician on (B)(6) 2023 for a routine pump refill. At that visit, the physician also assessed the patency of the intrathecal catheter via a cap (catheter access port) study, which was negative for return of csf (cerebral spinal fluid). The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. The diagnostics and troubleshooting performed was negative catheter access study. The actions and interventions taken to resolve the issue was the patient was taken to the or (operating room) today for a planned catheter revision. The physician noted on x-ray imaging that there was a sharp 90° turn at the bottom of the anchor where the catheter was tunneled to the abdomen. Subsequently, he first opened the midline lumbar incision and dissected down to the existing catheter and anchor. Once this was completed, he then spliced the catheter and removed the existing spinal segment. He was given a new spinal revision kit. The new catheter was tunneled to t9; 55 cm was removed from the new spinal segment. A collet was used to attach the new spinal segment to the proximal segment in the lumbar incision. To reduce the risk of drug toxicity, the drug concentration was reduced from 3 mg/ ml to 1 mg/ ml. Prior to connecting the new catheter, a priming bolus was programmed to remove the old drug from the internal tubing. A catheter aspiration was also performed to remove any old drug from the proximal pump segment. A final priming bolus was programmed to move new drug into the catheter. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.